Manufacturer narrative:
H10/11: corrected data: b3: date of event. D6: date of implant.

Manufacturer narrative:
The gore® excluder® aaa endoprosthesis trunk-ipsilateral leg component is reported on MFR report #2017233-2019-01224.

Event description:
On (B)(6) 2012, this patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. The patient was then lost to follow up. The patient returned for follow up in (B)(6) 2017 with an aneurysm rupture and a type 1a endoleak, and a 32mm gore® excluder® aaa endoprosthesis aortic extender component and endurant cuff were placed. The patient improved after the treatment, however the aneurysm continued to increase due to a persistent type 1a endoleak. Therefore in october 2018, endo-anchors were placed. However, the aneurysm continued to increase. In (B)(6) 2019, the endoleak was treated with glue and coil embolization of the inferior mesenteric artery. In (B)(6) 2019, follow up revealed the aneurysm had increased by another 3mm.